Event description:
It was reported that the leadless pacemaker entered rom mode due to loss of inductive telemetry during a firmware upgrade. The device was reprogrammed out of rom mode and the firmware upgrade was successfully performed. The patient was in stable condition.